Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: in the event description " first device became weak during use and cracked across the blade rendering it unusable". Did the first device only have a damaged blade, or did the blade actually snap off for this first device? Can you please confirm how many devices will be returning for analysis?

Event description:
It was reported that during an unknown procedure, the first device became weak during use and cracked across the blade, rendering it unusable. A second device from the same batch was used and this also had the same problem, but the entire blade snapped off with minimal pressure being put on the device. The surgeon continued using other energy systems for the remaining duration of the procedure. There were no patient consequences.